Event description:
This is a spontaneous report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed sterile peritonitis with cloudy effluent. Remedial therapy with keflin (cefalotin) and keforal (cefalexin) were initiated the same day. On (B)(6) 2010, the patient was considered fully recovered from the event with negative culture and leucocytes below 0.1. Remedial therapy was discontinued the same day. Pd therapy dose and frequency were continued unchanged. No drugs were added to the pd solutions. The patient did not reuse supplies. She did not experience catheter site infection or previous peritonitis during the four weeks prior to this episode. Per the reporter, the event of sterile peritonitis was possibly related to nutrineal. The nurse did not consider physioneal and extraneal as suspect. This is one of multiple reports from the same reporter/facility.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.